Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. The first cylinder presented a bulge in its proximal end, which caused and stretching of the outer tubing. The second cylinder passed all testing. The pump was microscopically inspected, leak and functionally tested. No damage or abnormalities were noted upon microscopic evaluation, and no leaks were identified; however, the component did not pass activation test during functional examination. Based on the information available and analysis results, the bulge identified in the first cylinder could have caused or contributed to the reported clinical observation of cylinder aneurism.

Event description:
It was reported that during the inserted the inflatable penile prosthesis (ipp) cylinder inside the corporal cavernosa, a bubble came out of the corpora. When the physician pulled out the cylinder, a bubble at the proximal part of the cylinder was noticed. The cylinder had a proximal aneurism, making it impossible to insert this cylinder. The procedure was extended but completed with another ipp. It was also noted that the patient experienced edema due to the additional time spent to manipulate the prosthesis and finish the case. No further patient complications were reported.

Event description:
It was reported that during the inserted the inflatable penile prosthesis (ipp) cylinder inside the corporal cavernosa, a bubble came out of the corpora. When the physician pulled out the cylinder, a bubble at the proximal part of the cylinder was noticed. The cylinder had a proximal aneurism, making it impossible to insert this cylinder. The procedure was extended but completed with another ipp. It was also noted that the patient experienced edema due to the additional time spent to manipulate the prosthesis and finish the case. No further patient complications were reported.